Event description:
Device malfunction: stent dislodgement. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an unspecified stenting procedure the rx omnilink stent came off of the balloon prematurely in an unspecified location. Reportedly, the balloon expandable stent system was removed from the patient. There were no reported adverse patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.